Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022 and (B)(6) 2022, the patient's infusions set's tubing detached/broken at site connector prior to insertion. Further, they replaced the infusion set and resumed insulin successfully. No further information available.